Manufacturer narrative:
Exemption number : 1997019number of events reported: 1525summary of results: evaluation conclusion codes are selected for each reported event to summarize the results of the investigation. 180 : mechanical problem - reported events utilizing this code have had a mechanical malfunction confirmed after investigation. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed malfunctions were not the result of a confirmed manufacturing issue. 213 : no failure detected - after investigation of the reported event, including evaluation of the returned product and/or manufacturing reviews of the reported lot numbers, a failure of the device could not be confirmed. As such, no additional remedial action was taken.3221 : no results available since no evaluation performed - a complete investigation could not be performed due to a lack of available event information, specifically confirmed device item and lot information. In some cases, the reported product was also not returned for evaluation. Without this information, the manufacturing history of the reported device(s) could not be completed. 3252 : fracture problem - reported events utilizing this code have had, after investigation, a fracture confirmed in the reported device. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed fractures were not the result of a confirmed manufacturing issue.

Event description:
This report summarizes 1525 reported events where 1439 events are being summarized for serious injuries and 86 events are being summarized for malfunctions. Patient problem codes for these events include: edema, infection, inflammation, nerve damage, pain, swelling, discomfort, no information available, no code available, numbness, fistula and wound dehiscence. Device problem codes and description summary: detachment of device component: the implant failure is due to the implant becoming detached from the placement tool and is unable to be placed in the osteotomy. Fracture: the implant failure due to the implant fracture and is no longer functional, therefore the implant is removed. Mechanical issue: the implant failure is due to the implant hex or internal threads becomes damaged and the mating devices are not able to engage the implant. The implant is deemed no longer functional, therefore the implant is removed. Failure to osseointegrate: the implant failure occurs prior to restoration due to the lack osseointegration, therefore the implant is removed. Loss of osseointegration: the implant failure that occurs post restoration phase due to the loss of integration, therefore the implant is removed. Failure to separate: the implant failure is due to the implant and the implant placement tool being stuck together and not separating. Therefore the implant is removed. Device or device component damaged by another device: the implant failure is due to the implant and the implant placement tool becoming damaged by one another. Therefore the implant is removed. No known device problem: reported implant failure not related to a device malfunction. Implant failure is due to infection, persistent pain, bone loss, inadequate treatment planning, bone plate fracture, reported allergic reaction, paresthesia and inadequate implant positioning. Therefore the implant is removed and additional medical and/or surgical intervention is required. Positioning issue: the implant failure is due to inadequate implant positioning making it difficult or impossible to restore the implant and the implant is removed. Range of patient age and patient gender: female 12 - 90 age range, male 14 - 92 age range.